Event description:
It has been reported to philips that the system would not power on after a power outage. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified an issue with the fan tray. Fse proceeded to replace the fan tray and now the system is returned in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and there was a delay in diagnosis of neurovascular procedure when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on after a power outage. Review of the system log file showed that the control module power was not ok and power supply hardware had malfunctioned. The fse further investigated the issue and found that the problem was caused by a defective fan unit interrupting power on sequence. The fse replaced the fan tray and dcps assembly to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.